Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error message. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked and the battery door and battery were missing. Review of the event history log showed an occurrence of "primary audible alarm post." Functional testing included powering up the pump and audio testing. The reported issue was not duplicated. Based on the investigation, the complaint allegation was not confirmed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Service history review identified this device has not been in for service previously.